Event description:
Surgeon reported "one of the needles was blunt and the tip had broken off. This was prior to closure. We stopped the procedure, brought radiology in, isolated the foreign body; it took approximately 45 minutes to find the foreign body; however with exploration, irrigation, suction, and placement and removal of sponges, we were able to remove the foreign body. The last ap and lateral showed the foreign body removed as opposed to the first ap and lateral that showed the foreign body in the abdomen."